Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noise, impedances less than 100 ohms, and loss of capture. The patient was noted as tolerating the lack of therapy well. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.